Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, after the surgeon stapled the bronchus, the handle with reload was removed. However, the jaws on the reload would not open and so the reload could not be removed from the handle. They open another handle to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the device was received engaged with the subject instrument. The instrument firing knobs were slightly advanced, and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws clamped. Additionally, the anvil clamping mechanism was deformed. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the device were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The root cause of the observed damage was a misuse of the product which would have caused or contributed to the reported incident. The file was concluded to be a misuse by the end user with a secondary condition related to the reload. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.